Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. The reload was loaded into a repetitive signia handle and revealed that the returned reload had not been fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when being applied on the stomach during a laparoscopic sleeve gastrectomy, the green button was pressed, but the device would not fire, and a yellow error message displayed on the light emitting diode (led) screen. Another reloads were used on the same power handle and adapter to complete the case. There was no patient injury.